Event description:
Further follow-up revealed that the vns system (generator and lead) was replaced. Despite attemtps (3 phone calls) by the MFR, the devices have not been returned for analysis. The cause of the reported high impedance is unk as the devices were not returned for analysis. Possible causes of high impedance include: broken lead, pt movements, bad connection, electrode to vagus nerve interface, approaching end-of-svc, physician/pt traing, possibility of damage during mfg, design durability, or corrosion.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as likely cause of the high impedance test result. The pt has not experienced any recent injury or trauma that may have damaged the ncp system. Review of x-rays by manufacturer did not reveal any obvious discontinuities in the ncp system. Lead break is suspected. Revision surgery is likely.